Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, no image was likely to have occurred due to a faulty printed circuit board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the lcd monitor had a broken sdi cable and there was no image. The issue occurred during preparation for the diagnostic procedure. The customer switched the input and it worked. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.